Event description:
It was reported that a patient had passed away. It was reported the patient went into cardiac arrest and required resuscitation. The generator was interrogated sometime after resuscitation and a message was seen regarding an autostim enforced off time. No additional or relevant information has been received to date.

Event description:
Information was received which reported the patient's death was determined to be unrelated to vns. No additional or relevant information has been received to date.

Event description:
Information was received confirming the patient's vns information and identity. It was reported that the patient had passed due to sudden unexpected death in child. The patient's epilepsy nurse assessed the death was very unlikely related to vns as the patient had other complex issues. It was stated that the patient's vns generator is not available for return to the manufacturer. No additional or relevant information has been received to date.